Manufacturer narrative:
Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the site had a damaged 45-degree suction. There was no patient present when this issue was identified.

Manufacturer narrative:
Additional information: device lot number provided.